Event description:
A dissection occurred during the index procedure. The patient is a male with a history of hypertension, diabetes, and a current smoker. Target lesion was the mid left anterior descending branch (mid lad). Prior to the index procedure, the patient was taking ace inhibitors the indication for the index procedure was unstable angina pectoris. The patient was given aspirin, clopidogrel, and heparin at the time of the procedure. The diameter of the mid lad was 2.75mm and the length of the lesion was 13mm. Pre-procedure stenosis was 90% and post-procedure stenosis was 0. The lesion was de novo with a b1 classification. The vessel was not predilated. A was implanted at 16atm. A second was placed, overlapping the first, due to a dissection. The dissection was a type a and the event resolved without sequel. Ivus was not used. The patient was discharged 2 days later. Medications at discharge were aspirin, clopidogrel, statins, and ace inhibitors.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.